Manufacturer narrative:
The affected device was returned and evaluated. A dimensional inspection was attempted; however several of the device's attributes were deformed during the insertion attempt and could not be accurately measured. There were no manufacturing or material deviations noted during our investigation. Further investigation would require the inspection of the mating tibial base which is not possible since it remains implanted. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.

Event description:
It was reported that surgery time was extended more than thirty minutes due to insert would not lock.